Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was no problem with the system and the patient had relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient stated they have been having issues and the system was not functioning right. The patient stated they were not getting the relief they normally do and things just did not feel right. The patient stated that their feet were going numb which had never happened before. Patient stated he did not have recharging equipment with him at the time however had just charged his stimulator and was unable to turn it on. It was unclear what patient was seeing on their screen. Patient was not getting any relief at this point. No further complications were reported/anticipated.